Manufacturer narrative:
(B)(4). The device history review for the product 2.9 mm percutaneous shaft, 29 cm length, lot# 73d1600481 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The shaft broke off and it fell into the abdominal cavity. The shaft was removed from the abdominal cavity and replaced with another unit to complete the surgery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) sample arrived at tecate facility for investigation, one percuvance shaft product number pcvsh3 2.9mm percutaneous shaft, during visual inspection it was observed: shaft was received used, at closer inspection was observed that the shaft is broken at the tip, one mim ball broke off from the shaft and it was not returned, issue reported by the customer "the shaft broke off" was confirmed during visual inspection. The IFU for this product, l06749 was reviewed as a part of this complaint investigation. The IFU warns the end user, "overloading the instrument by exerting excessive forces may cause the medical device to break, deform, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend deformed instruments back to their original position." The IFU also states, "during device tool tip attachment, do not apply excessive force to lock knob when locking tool tip to shaft. If resistance is felt when moving the lock knob to the locked position, the user should stop and remove the tool tip from the shaft then attempt to attach tool tip again. If excessive force is applied to the lock knob when attaching the tool tip, the shaft's locking other remarks: mechanism will break." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event.

Event description:
The shaft broke off and it fell into the abdominal cavity. The shaft was removed from the abdominal cavity and replaced with another unit to complete the surgery. The patient's condition was reported as fine.